Event description:
It was reported to philips that exposure failure occurred due to defective anode cable on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the anode cable and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).